Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. Model m61, serial number/date (B)(4) is approximately 1 year and 4 months old. The owner's manual part number 1125085 rev j (oct-08), was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. Malfunction has not been confirmed.

Event description:
"Per dealer customer has complained from the onset that the chair has not run correctly. Customer would drive chair for a short period of time and chair would loose power. Three sets of batteries and joy stick were replaced by the original dealer. After (B)(6) replaced with new batteries and drove a bit he realized left motor was hot to touch. Left motor being warranted for customer due to history of chair already."